Event description:
The customer`s mother reported via phone call indicated customer had experienced high blood glucose. Customer`s mother reported meter reading was high. Customer had treated high blood glucose with manual injection/insulin pen. Customer`s mother reported that customer had symptoms of high blood glucose such as nausea, headache, body pain, grumpy. Customer`s mother reported insulin pump was under delivering insulin. Troubleshooting was performed. Customer`s mother reported reservoir was leaking. Customer had been using insulin pump within 48 hours of reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.